Event description:
Device malfunction: device #2, suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the progrlide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the sutures were difficult to remove out of the femoral artery once the needles were pulled back. After rewiring, a second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. There were no adverse sequelae reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device #1: part 12673-05, lot #70095-6h is being filed under medwatch MFR number 2953144-2009-01265. The device is expected to be returned for evaluation. It has not yet been received.